Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a advantage was implanted into the patient on (B)(6) 2009. The patient experienced complications and nonsurgical treatment. Patient symptoms include: back pain; diff bowel; nonsurgical treatments: on (B)(6) 2010 the patient commenced other medication (please specify): numerous for the treatment of: ongoing constipation/irritable bowel, issues with cystitis. Treatment duration: 11 years. On (B)(6) 2010 the patient commenced physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: weak core due to ongoing issues with bloating, slowness to urinate. The patient was treated with topical treatment (including oestrogen cream).